Event description:
Procedure: lap gastric bypass. Reportedly, the housing of the port separated from the black cannula. The device was removed and a new one was used to complete the procedure. Nothing fell into the pt and there was no effect on surgical time. No pt injury was reported.